Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Approximately one-year post implant, thrombus was noted on the device. In the opinion of the physician, this was related to cardiovascular status and the watchman device. It was also considered non-serious. It was further reported that the patient was on warfarin and aspirin post procedure. At the six month follow up, medication was changed to clopidogrel and aspirin and at the one year follow up, the patient was just on aspirin. The thrombus was non-mobile and no leaks were noted during any follow up.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Approximately one-year post implant, thrombus was noted on the device. In the opinion of the physician, this was related to cardiovascular status and the watchman device. It was also considered non-serious. It was further reported that the patient was on warfarin and aspirin post procedure. At the six month follow up, medication was changed to clopidogrel and aspirin and at the one year follow up, the patient was just on aspirin. The thrombus was non-mobile and no leaks were noted during any follow up. It was further reported that the patient was started on warfarin when the thrombus was noted and will be followed-up. The thrombus had formed on the device around the screw. The device was not noted to be tilted nor did it shift from its original position.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Approximately one-year post implant, thrombus was noted on the device. In the opinion of the physician, this was related to cardiovascular status and the watchman device. It was also considered non-serious.